Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient¿s insertable cardiac monitor (icm) had failed to be interrogated due to bluetooth telemetry was not available. The icm was explanted on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Patient information in previous report should not have been included.